Event description:
Per the patient's surgeon, the patient experienced a performance decrement with device use subsequently the device was explanted on (B)(6) 2020. The patient was re-implanted with a new device during the same surgery.

Manufacturer narrative:
This report is submitted may 11, 2020.